Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with access accutni assay and calibrator. The patient was redrawn approximately 90 minutes after the initial testing was performed and obtained a normal troponin I result. The erroneous result was released out of the laboratory. The customer questioned the result and reanalyzed the patient's sample on the original and an alternate unicel dxc 600i system and obtained normal results. The patient was transferred to an alternate facility based on the erroneous troponin I value. It is unknown if the patient received any additional treatment. There has been no report of current patient outcome to date.

Manufacturer narrative:
The customer had an onsite biomedical engineer verify instrument performance. Per the customer, no hardware malfunctions were identified. Service was not dispatched as the customer did not question system performance. The plasma sample was collected and analyzed in a 13x75 mm lithium-heparin tube. The customer indicated the patients sample appeared normal and was stored at room temperature between reanalysis. The laboratory centrifuges patient samples at 5,215 rpm (rotations per minute) for five minutes in a stat-spin centrifuge, at room temperature. System parameters (including quality control (qc), calibrations, and system checks) were performing within assay/instrument specifications. A definitive cause of the incident is unknown.